Manufacturer narrative:
(B)(4) no sample has been returned for investigation. Without the actual sample, a thorough investigation could not be performed and no specific conclusion can be drawn as to the cause of the reported event. If the sample and/or additional pertinent information becomes available, a follow up report will be submitted. We have informed our manufacturer accordingly. A review of the batch and manufacturing records revealed no abnormalities or nonconformities.

Event description:
As reported by the user facility ((B)(4)): fast flow. The solution is infused in 18h instead of 24. Diffuser filled with a solution of ketamine 150mg / 48ml.